Manufacturer narrative:
(B)(4). Importer's report number: (B)(4). Meddra preferred term codes: (B)(4) implant site infection, (B)(4) implant site haematoma, (B)(4) implant site mass, (B)(4) implant site erythema, (B)(4) implant site swelling. CAPA: the events are already addressed in the labeling for restylane lyft lidocaine. The labeling further states; as with all transcutaneous procedures, restylane lyft with lidocaine implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed.. Pharmacovigilance comments: a causal relation between the events and the treatment cannot be excluded. The injection technique or the injection procedure per se may have contributed to the events. The reported events are addressed in the label. The case report is assessed to fulfill criteria for regulatory reporting due to hospitalization and IV antibiotics. Additional comments: none.

Event description:
A report (B)(4) was received on 05-apr-2016 from the female patient. She had a medical history of anxiety, back pain and a dog bite scar on her face. Concomitant medications included: ultram (tramadol hydrochloride) 50 mg for back pain and xanax (alprazolam) 0.25 mg for anxiety. The patient had two previous treatments with radiesse (durapatite) injections to the facial scar every 4 to 5 months. On approximately (B)(6) 2016, the patient, requested an injection into the cheek area with restylane lyft lidocaine to help to mask an injury she suffered when she was attacked by a dog when she was a 9 year old child. The patient reported that the physician injected into the area under the eye. The patient reported that the area looked lumpy and ugly after the injection. The area started to blow up this past weekend with redness and swelling. The area appeared to be an infection and hematoma. She went into the hospital approximately 3 days ago, on (B)(6) 2016, and received intravenous (IV) antibiotics in the cephalexin family. The events were ongoing and she was to followed up with her physician later this week. The patient sent photos of herself that were included with this report.

Manufacturer narrative:
(B)(4). Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13929. The batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Additional comments: the consumer did not have access to the device in order for it to be returned to be assessed. Consumer did not have access to device.

Event description:
A follow-up report (B)(4) was received 08-jun-2016 from the physician on behalf of a (B)(6) female patient. The patient had a skin type of fitzgerald type I-ii and a past medical history of severe dog bite wounds to right side of face and lips. The wounds were deep with loss of some soft tissue. Twenty-five years later she was treated with reconstructive surgery. She then was seen on (B)(6) 2015 for treatment of asymmetry of face due to depression on the right side of face from loss of subcutaneous tissue. The patient also had prominent of scars, and had a revision of scars on (B)(6) 2016. The patient had past injections of radiesse 1.5 ml to the right malar and nasolabial fold on (B)(6) 2015 and again on (B)(6) 2015. The patient was injected with restylane lyft with lidocaine to her right malar and nasolabial fold, subdermal using a threading technique on (B)(6) 2016. The physician report approximately (B)(6) 2016 the patient experienced a severe infection to the right side of her face. The injecting physician did not treat the patient. The patient was treated with keflex 500 mg starting on (B)(6) 2016 and discontinued (B)(6) 2016, and had an aspiration of abscess on (B)(6) 2016 that produced thick, purulent material. The patient infection has recovered.